Event description:
Event: unresolved type I endoleak, stent placement in the graft and handle dismantled to facilitate removal of the graft. Case details: unable to remove device from the ipsi limb. The handle was dismantled to facilitate removal of the device. Stents placed bilateraly in the limbs. There was a type I superior endoleak that was unable to be resolved. The patient will be monitored by the physician.